Event description:
It was reported that the customer accidently submerged the insulin pump in water. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.